Event description:
Customer reports one incident of blood leak after passing air test on psn 210 dialyzer. Leak occurred approx two and a half hours into treatment. Blood leak was noted on blood leak alarm and verified with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 300cc. Treatment was resumed with a new dialyzer and completed without incident. No pt injury or medical intervention reported per customer.